Event description:
It was reported that the zimmer skin graft mesher is only cutting one side of the graft and is producing indentations on the opposite side. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the bushing was out of the side plate, which caused damage to the side plates, bent the comb and damaged the ratchet gear. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.